Event description:
The sensor was inserted into the abdomen on 03/15/2021. It was indicated that the patient used an alternate blood glucose test site, which is misuse of the device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2021. The patient¿s mother stated that on the morning of (B)(6) 2021, the patient passed out at friends¿ house and the friends called 911. Emergency medical services (ems) checked a fingerstick bg which was 80 mg/dl. Ems told the friends that the patient went into a diabetic seizure because of a low glucose level. When the patient regained consciousness, she told her mother and the paramedics that her cgm had read low with an arrow down and she had tried to treat the low reading by eating and drinking but she passed out. She was not able to check a fingerstick at the time of the event before she passed out but was able to eat and drink something before losing consciousness. The paramedics gave her a glucose gel pack and she was not taken to the hospital. She recovered after the glucose gel and was in normal condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.